Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for non-malignant pain and occipital neuralgia. It was reported that there was a change in charging duration. There was a concern that the patient was not needing to charge for as long as he once did. He was charging for 45 minutes in typical sessions but the device was getting to 100% after approximately 5 minutes of charging. Charging statistics on the clinician programmer (cp) were reviewed: (B)(6): duration 0 hours, battery percentage at end of session 100% (B)(6): duration 0.1 hours, battery percentage at end of session 100% (B)(6): duration 0.4 hours, battery percentage at end of session 100% (B)(6): duration 0 hours, battery percentage at end of session 100% (B)(6): duration 0.1 hours, battery percentage at end of session 100% (B)(6): duration 0.2 hours, battery percentage at end of session 100% group impedance: a1: 497 ohms, programmed on 2+ 3- 4- 5+, 100 hz, 390 us, 4.3v, which was changed from 3.2v at today appointment. A2: 145 ohms, programmed on 8- 9+ 10- 11+ 12- 13+ 14- 15+, 100 hz, 450 us, 1.1v. The patient used group a 100% of the time. It was noted that impedance on electrode 7 was high when running electrode impedances but the patient&#62688;group did not use 7 in the programming. The patient had noticed stimulation was not providing headache relief and that was the reason for the change to the amplitude in program a1. It was noted that the issues of charging duration decrease and headache control reduced was occurring daily that start during the past week in (B)(6) 2016. The high impedance on electrode 7 was noticed today. The device was reprogrammed and the patient was going to monitor if any changes occurred with their reprogramming session.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.